Event description:
The customer reported a falsely elevated architect free t4 result generated by the architect i1000sr processing module for a 56-year-old female patient, which was questioned by the physician. The same sample was repeated, and a normal result was obtained. The following data was provided: customer¿s reference range: 0.7 to 1.48 ng/dl. Sid (B)(6): (B)(6) 2025 initial result = 3.59 ng/dl, (B)(6) 2025 repeat result = 1.13 ng/dl, result from another lab (architect platform) = 1.13 ng/dl, no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, and a labeling review. In addition, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending data for the architect free t4 assay (list number 07k65) did identify an increase in complaints. However, an increase in complaint activity for lot 71906ud00 was not identified. Additionally, in-house performance testing was performed utilizing retained reagent kit of lot 71906ud00. All testing passed indicating the reagent lot is performing as expected. A review of the device history record did not identify any non-conformances or deviations with lot number 71906ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the architect free t4 reagent, lot number 71906ud00.

Manufacturer narrative:
Section a1 - patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect free t4 result generated by the architect i1000sr processing module for a 56-year-old female patient, which was questioned by the physician. The same sample was repeated, and a normal result was obtained. The following data was provided: customer¿s reference range: 0.7 to 1.48 ng/dl. Sid (B)(6): on (B)(6) 2025 initial result = 3.59 ng/dl. On (B)(6) 2025 repeat result = 1.13 ng/dl. Result from another lab (architect platform) = 1.13 ng/dl . No impact to patient management was reported.